Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed portion of the soft cannula was found to be flattened and stretched. Though the soft cannula was flattened, fluid was able to flow through the complete fluid path with no issues. No tears or leaks were found in the fluid path during testing. The exact cause and timing of the soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site arm, the pod's cannula was found bent. Additionally, the patient reported leaking during wear. As treatment a new pod was placed.